Manufacturer narrative:
Lead was explanted on (B)(6) 2021. Physician noted that the rv lead had delayed perforation, which was thought to be the cause of the event. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead has a gradual increase in impedance. During an ICD check on (B)(6) 2021, the rv threshold was 7.5 at 1.5ms, and there was no noise when changing position. Lead remains implanted.